Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified reported defect and confirmed that the administration port was detached. Further inspection found a lack of bonding solvent between the port and port tubing. Therefore, the cause was determined to be as assembly. Manufacturing controls are in place to reduce the likelihood of recurrence of this defect, including 100% visual inspection, in process inspection, and inspection of bonding solvent levels before production. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an administration port was detached from tpn therapy bag. The issue was discovered prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.